Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. It has been reported that there was a difference in readings of between 6 to 10 mmol/l points. The complaint confirmation and probable cause could not be determined. The data investigation found a difference in values that falls within the b zone of the parkes error grid.

Manufacturer narrative:
(B)(4).